Event description:
It was reported that the patient¿s had surgery at an unknown date and ¿trouble¿ had been isolated to the lead component of their implantable neurostimulator (ins). Specifically, impedances ranged from 90 to 180 ohms when measured with an external neurostimulator (ens). Therapy impedances of 122 and 120 were also reported. It was also reported that the patient ins was depleted. A longevity calculation, based on settings of 4.6 volts, 135, 90 pulse width, and a therapy impedance of 130 ohms, showed a longevity of 6.8 months. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the cause of the event was unknown, but was attributed to the lead. Surgical intervention on (B)(6) 2013 included exploration of the battery, battery lead, and the battery lead/dbs (deep brain stimulator) connection for localization of the problem. There were low impedances on all bipolar settings on contacts 0/1, 0/2, 0/3, 1/2, 1/3, 2/3 in the range of 93-165 ohms. The "electrode" was tested and showed low impedances as previously stated, indicating a problem with the actual "electrode." The left ipg (implantable pulse generator) was also replaced because it had drained and had eos (end of service). When the left battery was replaced with a new one, there were still low impedances at all bipolar configurations indicating it was a problem with the "electrode." It was stated that "when the current was run up from 0.70 to 1.50, only the 1 and 2 configuration corrected (normal impedance)." Patient's settings were reprogrammed and the battery was turned back on. The settings remained at 4.6v, 2+, 1-, 90 microseconds, 135 hz, parameters with upper limit of 5.0 v and lower limit of 0.0 v, therapy impedance 125 ohms and 29.9 ma. The patient did not require hospitalization and the patient outcome was reported as no injury.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v499735, implanted: (B)(6) 2010, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# v020086, implanted: (B)(6) 2007, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that one of the patient's falls that had occurred about a year prior to the date of this report had most likely caused a short in the lead in the patient's brain. The healthcare professional did not think that the patient was a good candidate for surgery as the patient took plavax which was a blood thinner. The patient took this due to a heart attack that the patient had 2 years prior to the date of this report. The patient had already had a battery replacement once but it had only lasted 3 months and the rechargeable system was recommended to the patient. Reference manufacturer's report number: 3004209178-2014-16195, the above information was previously reported under the referenced report number and additional review of the file indicated that the information provided above also pertained to the device documented under this report number. Additional information received reported the replacement on (B)(6) 2013 due to a short wire was caused by a patient fall. The patient was last seen in (B)(6) 2014. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v499735, implanted: (B)(6) 2010, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v020086, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4)>